Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy.